Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset as instructed by technical support, and pump screen responded normally after reset, resolving issue.